Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine hard drive was replaced and the cine disk was reformatted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a cine disk error message at boot up. No pt injury was reported.